Manufacturer narrative:
Failure analysis revealed that the insulin pump had unresponsive button as a result of a corroded keypad trace. Also, the keypad overlay had a weak adhesive bond at all location. However, no button error alarm occurred.

Event description:
The customer reported that the insulin pump had a button error alarm. Troubleshooting was performed. The customer stated that she went to the hospital because she did not have a back up plan and her blood glucose level was high. The blood glucose reading at time of call was 267 mg/dl, and she was treated with manual injections at the hospital. Advised the customer to revert to back up plan. No further information was provided.